Event description:
It was reported that the right ventricular (rv) lead dislodged and perforated the patient's ventricle which resulted in a pericardial effusion. The lead also exhibited high thresholds. The lead was re-positioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.